Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the iliac with a 9.0 x 39 mm omnilink elite 35 peripheral stent system. The omnilink elite 35 was inserted through a 6f sheath; however, the stent got stuck in the proximal end of the sheath and partially dislodged, part of the stent was still on the balloon. Another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance with the introducer sheath and difficulty removing could not be confirmed as the stent and introducer sheath were not returned. Based on the complaint assessment, the observed issue was possibly related to operational problem/operation context during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design non-conformity, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.